Manufacturer narrative:
(B)(6). Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer: it was noted that there does appear to be some fragments left in the patient.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was an incident when placing a screw during a procedure on (B)(6) 2015. The bit broke on pin intra-operatively. They needed to extract the broken piece in the bone which caused an extension of the procedure by thirty-five minutes. They used a counter incision to remove a pin piece; there are still some micro fragments present in the bone which was confirmed during an x-ray review. The patient condition is reported as fine. (B)(4).